Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a constant alarm was confirmed during the evaluation of the returned power module serial number (B)(6) performed at the edc service depot. Visual inspection revealed a corroded backup battery clip. The 12v sla battery, serial number (B)(6) (ma date 15sep2022/exp date 31aug2025) was in unremarkable condition. In conclusion, the reported alarm was related to a corded backup battery clip. Although a specific root cause for the corrosion was not able to be determined, it appears that the corroded battery clip could be related to a potential leaking sla battery. Additional information regarding the backup battery associated with the corroded clip was requested, however, the specific backup battery serial number was not able to be identified. Using the power module is addressed in instruction for use (IFU), section 3 ¿powering the system/using the power module¿. This section informs the user how to install the backup battery, how to check the charge status of the backup battery and the associated alarms/symbols. Heartmate 3 patient handbook and instruction for use (IFU) caution the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Instruction for use (IFU), safety checklists ¿yearly safety checklist¿: schedule a power module inspection and cleaning with company-trained personnel. The inspection and cleaning includes (but is not limited to) functional testing, cleaning, inspection, and replacement of the power module backup battery. Power module precautions and backup power usage are documented in the heartmate power module instructions for use (IFU). According to the heartmate power module IFU, the pm¿s internal backup battery is rechargeable. However, it has a limited lifespan. It will be replaced during annual pm service/maintenance service for the pm (at least once a year). No further information was provided. The manufacturer is closing the file on the event.

Event description:
It was reported that during the investigation of the device, the battery clip was found to have been corroded due to a possible leaky battery.

Manufacturer narrative:
Related MFR: 2916596-2023-05271. There was no patient involved in this event. The PMA# provided is associated with most recent approval. No additional information has been provided. A supplemental report will be submitted once the manufacture's investigation is complete.